Event description:
Boston scientific received information that this device recorded a code 1007 indicative of an extended charge time. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was scheduled for a device replacement procedure without consultation on (B)(6) 2015. The procedure did not occur because the explanting physician was contacted by the patient's family physician on (B)(6)informing him that the patient had passed away on (B)(6). The explanting physician and the field representative did not have any information as to the cause of death or any details in relation. The field representative had indicated that if he received any additional information, he would notify boston scientific. The field representative was not aware of any reported allegations against the device being a contributing factor in the patient's death and was not aware if the patient suffered from other co-morbidities.